Manufacturer narrative:
E1: reporting institution name: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v200 indicating that the device would not turn on. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the device would not turn on. Per good faith effort (gfe) response received 02sep2024, the device was unable to turn on normally due to an inoperative message for oxygen pressure being insufficient due to aging and leakage of the oxygen pipeline. The customer replaced the oxygen pipeline to resolve the reported issue. The customer replaced the oxygen pipeline to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.